Manufacturer narrative:
One used list #011-c32029 device connected to one used #unknown, 0.9% sodium chloride 10ml syringe and another extra #unknown, 0.9% sodium chloride 10ml syringe were returned for complaint evaluation. As received, the inlet filter vent was observed to be wetted out with prior infusate and a small crack on the female luer was observed. Crazing marks around and inside the male luer were observed. The set was primed and during the tested, and a leak from the inlet filter vent and from the crack on the male luer was observed. The male luer met the iso design specifications. Complaint of leaks from the filter vent can be confirmed. The probable cause is typically due to a temporary or complete loss of hydrophobic properties of the filter vent material due to infusate interaction during use. The probable cause of the leak coming from the crack is due to environmental stress during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The complaint/event involved a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer. It was reported that the device leaked from the air vent during an infusion of taxol at hospital ward 6. There was no concomitant device, no bleed-back, no adverse event/patient harm, no delay in critical therapy, and no unprotected drug exposure to the patient, nor to the health care worker.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Section e additional contact: (B)(6).